Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This report is related to previously reported complaint of low impedance and noise, MFR number 2017865-2014-16346.

Event description:
It was reported that the patient presented at follow-up exhibiting right ventricular lead noise and low impedance. The noise was reproducible with arm movement. The healthcare provider decided to explant the lead for reasons unrelated to the noise and impedance issue. The patient was reported as stable. This report is related to previously reported complaint of low impedance and noise, MFR number 2017865-2014-16346.